Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented via a merlin.net transmission showing non-sustained right ventricular oversensing episodes due to noise on the right ventricular lead. The sense trend was unstable. Rv lead damage was suspected. Device was turned off to prevent the patient from receiving inappropriate therapy. The patient was stable.